Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that following a big fall, this left ventricular (lv) lead exhibited loss of capture and high out-of-range pace impedance measurements. Additional testing revealed noisy signals with pocket manipulation. Subsequently this lv lead was surgically abandoned and replaced. Fluoroscopic imaging revealed the lv lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the lv lead was fractured in the pocket. This lead remains surgically abandoned. No additional adverse patient effects were reported.